Event description:
A report was received that the stimulation is not helping the patient's pain. The patient lead was also experiencing high impedance on one contact. X-rays confirmed that one contact popped off and the lead appears to be twisted and has moved from the right side to the left side. The lead is partially out of epidural space. The patient will undergo a lead revision surgery.